Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a slow heart rate. It was also reported that during use the right ventricular (rv) lead encountered dislodgement, and high and/or unstable threshold. The rv was re-positioned and remains in use. No patient complications have been reported as a result of this event.